Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited oversensing and delivered inappropriate therapy. This lead was found to be dislodged as confirmed through fluoroscopy. This patient then underwent a surgical procedure where this rv lead was repositioned and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.